Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on 08/01/2016 that the patient experienced an adverse event on (B)(6) 2016. The patient was at a friend's house and called her mother to let her know she didn't feel good. The patient's glucose was very high and she experienced diabetic ketoacidosis. The patient's mother drove her to the hospital and she was then transferred via ambulance to a separate children's hospital. The patient was given an IV and insulin. The patient was wearing the continuous glucose monitor (cgm) at the time of the event but it was displaying a calibration error. The patient was released from the hospital the same day. At the time of contact, the patient was in good condition. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.